Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. The controller ((B)(4)) was returned for evaluation. One battery ((B)(4)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller and battery's manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 with the o ring gasket displaced. The power port 2 was found with the o ring gasket displaced although the locknut was tight inside. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Additionally, the serial port cap was missing most likely due to the handling of the unit. The loose connector and missing serial port cap are additional observations not related to the reported event. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and the battery. An internal investigation has been open to evaluate the momentary disconnection. After further review of the complaint, it was noticed that the follow up #2 report was submitted with the incorrect information. There was no additional information received; for this reason, the following sections have been corrected accordingly: (incorrect information sent on record follow up-2). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional battery ((B)(4)) was identified to be involved in power switching and was added to the complaint. (B)(4) - battery / catalog number 1650de / expiration date 10-31-2016. UDI #: unknown. Device not returned to manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information received: this does not change the reportability of the event, nor the aware date or event date. A report was received stating pump passed pre-implant wet-test without any issues. After implantation, the pump started with a rattling and strong vibration was noticed to the patient body. Power consumption was higher than expected (4.8-6 watts) at 2300 rpm. The pump was exchanged intra-operatively; the new pump is working properly. Independent pathology findings reported the two fragments of extraneous material found within the pump are similar in color, texture and size to those areas of silicone sealant that would be removed from the electrical header during disassembly. The shape of the fragments is also consistent with the regions of silicone sealant that would be removed during pump disassembly. Scanning electron microscopy (sem) appearance of the two samples within the pump is similar to a control sample of silicone sealant acquired from the electrical header region. Eds elemental analysis reveals a high silicon content in the two specimens found within the device, similar to that of the silicone sealant control sample. Of note, the control sample of silicone sealant had higher calcium content vs. The two specimens found within the device. A specific reason for the detected calcium in this specimen is not known. No more additional information provided at this time. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was experiencing power switching. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.